Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave a remote alert indicating the image processing computer's disk bay board was degraded, which can impact imaging.the device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an alert ¿ippc degraded disk bay board - frontal (v2)¿. Analysis of the system log file showed error related to the disk bay. During troubleshooting, the fse found the issue was related to the field change order which requires disk bay replacement. The fse replaced the disk bay of ippc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.